Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital upon receiving inappropriate defibrillation therapy from the implantable cardioverter defibrillator; the patient was reported to have experienced dizziness, lightheadedness, and palpitations. It was noted that the patient was hospitalized for two days. On (B)(6) 2017 the device was explanted and replaced. No further information was reported.